Event description:
During surgery, the implant stayed in the patient but the suture broke. The implants were all left in the body, each failed occurring at the point when the surgeon pulled to tighten the knot prior to putting the pusher cutter in the knee. This was an experienced surgeon who successfully put 6 fast-fix in the same person. The failure occurred right at the to, when he pulled, the suture broke at the to and left them both in knee for each of the 3 failures. Back up devices were on hand.

Manufacturer narrative:
Device has not been returned for evaluation.